Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 03/18/2024, the patient was having hypoglycemia (no information about symptoms was reported). The patient reportedly looked at the cgm but could not recall the value; however, it was that the patient was not that low yet. The patient was not sure if she was getting an alert or alarm from the display device. The patient went to get something to eat. The patient's son found the patient on the floor convulsing. The bg by the son was 30 mg/dl and the cgm at that time was not remembered. The son provided the patient sugar. There was reportedly no comparison between fs and egv after sugar intake. The son took the patient to the emergency room. The patient was treated with a sugar drip. It was reported that both the bg meter and the cgm went up after the sugar drip; however, the patient could not recall the values. In the ER, the doctor was able to compare the bg and cgm and the values were not matching but had a 40 mg/dl difference. The patient was discharged the same day after 6 hours. At the time of the report a week later, the patient was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.